Event description:
The rptr called to request a different type of meter. He didn't feel comfortable with his current surestep meter. He got an er1 message, but was not sure when and under what conditions. He refused to give the lifescan rep many details. He requested that his suretest meter be replaced with the fasttake meter.